Event description:
A user facility technician reported a saline solution used with a meridian hemodialysis machine to flush renalin disinfectant out of the dialyzer tested positive for renalin before a pt was put on the machine. There was no pt injury or medical intervention associated with this incident.